Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual inspection of the sample, a crease was observed in both views. Within the crease, a rupture measuring approximately 0.3 cm was noted on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. By the other hand, it is possible that the root cause of the rupture was the car accident in which the patient was involved. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (rupture discovered during explantation). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 225cc mentor memorygel breast implant on or around 2004. The patient was involved in a car accident at the beginning of 2019. Later that year, on (B)(6) 2019, the patient's physician confirmed a diagnosis of bilateral capsular contracture (baker grade iii on the left; baker grade ii on the right). As a result, the patient underwent bilateral explantation on (B)(6) 2020. During the procedure, the surgeon discovered that the left-sided device had been ruptured. After both devices were explanted, the patient received 325cc mentor memorygel breast implants (catalog number 3503251bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.